Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they had not received the controller yet. Patient was concerned as patient has upcoming mris. Reviewed fedex had delays due to weather. Reviewed tracking information. Patient also mentioned they lost the battery door as well and wanted to make sure they will receive the large door. It appeared ptm was ordered with small door. A request was sent to repair to request a large battery door. Patient stated that if the issue remains unresolved, they will have the implant removed. Patient mentioned that if they could remove the implant, they would have them take out, stating that they don't like it. It's the only way they can manage their life.patient called back with their replacement controller and requested assistance with the setup steps; patient said they saw 'hello' screen, but in russian. Patient was struggling with following directions and communicating what was on their screen throughout the call and took about 45 minutes to complete the setup process; at the end of the call, patient had successfully finished pairing their equipment and confirmed they were charging the implant with one of the newer rechargers .patient mentioned they thought that static electricity was effecting their equipment and causing shocks sometimes, so they move their other electronics out of the way.patient mentioned they sometimes had a tough time finding the right spot to position the recharger for the implant that was higher in their back, so usually their wife helped them.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient is having difficulty charging. Patient was extremely difficult to understand, as patient used words that were vague and unclear. Agent did their best to capture pertinent details. Patient stated they are fighting with their stimulator, stating they thought it was the battery, but now they think it is the cord. Patient stated they tried using other components from their other system to troubleshoot. When asked what they are seeing on the controller screen, patient was unable to verbally state what they saw. Patient did report they will charge and then "it will stop" or "would go for a way and stop". This began 6-8 months ago or longer. Patient also stated they are seeing screen 49 and that "it is starting to fade away". Patient then stated they see 80% for the top charge percentage and a triangle on the bottom. Patient then stated it "popped up and now it is 30%". Agent understood this to mean the implantable neurostimulator (ins) is at 30%. Patient stated they saw that the battery was charging on excellent. Patient reported they need to have three mris. When asked for a physician, patient stated healthcare provider (hcp). Patient then stated the paddle is getting very hot. Agent sent request to repair to replace the recharger. Patient has had multiple components replaced in the past and was difficult to understand. Agent advised patient to direct further questions to their hcp if they need assistance. Pt called back and at first insinuated that the controllers weren't charging but later in the call it was discovered that the controllers are in fact taking a charge, and pt is confusing their terminology. Pt says that they haven't gotten the replacement recharger telemetry module (rtm) yet. They said both implants are saying the same thing, that it says finished when charging ins, when its not actually full. Pt was very contradictory and confusing. Pt got upset and doesn't want to try waiting for the new rtm. Pt stated that they have dementia and have "good days and bad days". Pt tried to connect with the other controller, and it says 100 percent and ins is at 50 percent and has good charging quality. They repositioned rtm and it now shows excellent quality. They let it charge for a few minutes and it did increment up to 60 percent. I put them on hold, and after about 7 minutes pt found that ins is still at 70 percent. The rtm cord that is being sent is for the other side. Since this rtm is not charging up ins past 70 percent, a request was sent to repair dept to replace the rtm that pt was using during the call. Pt is going to call back when they get the new rtms, but it could be confusing as I could forsee that the pt might confuse the new rtm with old, or the left side with right side, etc. Patient called back stated they are trying to charge the upper implant. Patient stated they usually charge up the controller and ins at the same time. Patient stated he will have the devices remove. Agent reviewed information from previous call below and patient said he didn't get the rtm cord yet but heis trying to charge the ins. Agent reviewed device function. Agent observed confusion with using the controller to charge the ins. After several mins patient said he is trying to charge the ins from the outlet. Agent asked patient to read the battery level on the controller screen. Controller 100% and ins 40% charged. Agent explained how to charge the ins and had patient plug the rtm into the controller to start a charging session and patient seem confused on how to navigate the controller screen. Agent reviewed the meaning of the screen by screen number. Patient stated he have to place the rtm over the ins area but takes a long time to place rtm. Agent asked patient how does he normally charge the ins and patient said he have to place the rtm just right over the ins area. Agent reviewed agent is unable to stay on the line for long period of time and patient said bye. Pt called back stating they were supposed to be sent a new rtm a couple days ago since it was not working and they did not get it yet. Agent reviewed shipping how yesterday's request was sent after the 4pm cut off. During call pt was attempting to recharge the ins and their controller was in a different language. Pt reset the controller and got no device found. Pt plugged the rtm into the controller and agent walked pt through changing language. Pt mentioned they had problems with eyes and had dementia. Patient called back and repeated previously documented event. Patient stated they have not received the replacement recharger yet, so they used their other recharger to charge their implant. Patient mentioned that in couple of days, they would have an MRI, so they wanted to turn the stimulation off. Patient was having a hard time hearing and mentioned that they were a little bit fuzzy this morning. Agent walked patient through MRI mode and explained how they would know if the device was in MRI mode and if the stimulation was off but upon explaining, patient disconnected the call so was not able to provide tracking information. Patient called back and stated the same issue previously documented. Agent reviewed MRI mode. Agent also reviewed how to turn off stimulation and guided the patient on how recharge the ins. Agent provided ts number for MRI tech. Patient will call back if further assistance is needed.

Manufacturer narrative:
Correction: section a2 has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and started reporting that they have 2 implants; one of the controllers was not working, kept showing with no device found and that they did multiple attempts; pt confirmed that the other controller was working, they could check their batteries and therapy settings. Pt kept switching information with what's going on with the 2 controllers and previous experiences on how their concern was handled before. Agent tried to asked about the recharging paddle and asked the pt to make use of the recharging paddle that they use with the working controller. Pt then mentioned there's nothing wrong with the recharging paddle; they can charge and devices were charged. Agent did not insist but asked pt to set aside the external devices that were working and to focus on the not working controller. Pt mentioned that when they use controller1 (working) even without the recharging paddle connected, they can access battery information and therapy setting, but when they use controller2 (not working) they kept getting no device, they tried again but still unable. Agent had pt reset the controller pt denied any physical damage on the battery compartment and battery pack. Agent was unable to get the model number of the battery even with multiple attempts. Due to possible pairing issue, agent sent request to repair to replace the controller. During the call, agent did their best to understand the pt's concern and document the information.

Event description:
Patient called back and repeated previously documented information. Patient mentioned both their stimulator was not working and the pain is a lot. Patient mentioned it won't charge all the way up and agent tried to clarify but patient's was unsure (agent understood they were referring the implant not charging all the way up). Patient unlocked the controller; controller showed 60% and implant 30%. Agent asked if patient was trying to charge the top or bottom battery and patient mentioned they don't know which one. Agent instructed patient to start a chare session; controller showed poor recharge quality, patient kept repositioning the recharger and implant was recharging with excellent quality. Agent reviewed with patient when the implant battery gets below 30% the stimulation turns off manually. Agent reviewed with patient to continue charging their implant and to monitor. Agent reviewed with patient if they continue having trouble charging their implant to follow up with their healthcare provider (hcp) for in person assistance.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected/updated codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.